Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a damaged grommet and a loose/detached set screw. (B)(4).

Event description:
It was reported that the setscrew on the implantable pulse generator (ipg) would not reset during a lead revision. The ipg was removed and replaced. No patient complications have been reported as a result of this event.